Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the laparoscopic uterine myomectomy with the subject device, a scope communication error e227 appeared and the endoscopic image of the subject device was not displayed when the user set the white balance. The user replaced the subject device with another device to complete the procedure. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc confirmed the subject device and found that the reported phenomenon was duplicated. After omsc replaced the circuit board inside the video connector of the subject device with another circuit board, there was no abnormality of the subject device. The exact cause was unknown. Omsc surmised that the reported phenomenon was occurred since the circuit board inside the video connector of the subject device was broken due to the following causes. The electronic components of the circuit board were broken by aging degradation or static electricity. The video connector of the device was connected or disconnected while the video system center was turned on. This caused overcurrent. Since there are traces of water etc. On the electrical contact part of the video connector, it was temporarily short-circuited by connecting to the video system center with water etc. Adhering to the electrical contact part.